Event description:
Customer reportedly received results of 272 mg/dl and 89 mg/dl within 10 minutes on the aviva system. Customer consumed a sandwich after testing 89 mg/dl. Meter is not coded properly. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.